Event description:
There was an allegation of questionable alb-t tq gen.2 (microalbumin) results from the cobas 6000 c501 module for multiple patient samples. Two representative examples are provided. Sample 1 initial result was 23.4 mg/l and the repeat result was 7.4 mg/l. Sample 2 initial result was 36.3 mg/l and the repeat result was 6.1 mg/l. The questionable results were reported outside of the laboratory. The reagent lot number was 70257101 with an expiration date of 31-oct-2024.

Manufacturer narrative:
The field service engineer found the rinse nozzle and tube from the vacuum valves were blocked. He cleaned all the nozzles and the tube and adjusted the sample probe. The customer performed calibration and qc. The investigation determined the issue was resolved by the service actions.